Event description:
Note: this report pertains to the first of three malfunctions occurring in the same event. In 2007, it was reported to boston scientific corporation that hemostasis of a hemorrhagic duodenum ulcer was attempted using a resolution hemostasis clipping device (patient age and gender unknown). According to the complaint, during the attempt to clip the bleed site, the clip was "impossible to remove from the sheath." Two additional resolution hemostasis clipping devices were attempted during this procedure; however, both of these devices also malfunctioned. The physician stated that the patient's bleeding was "prolonged 5 to 10 minutes" and the procedure was "successfully completed with medical treatment." Details regarding the medication(s) which were not supplied to co. No patient complications were reported; however, the patient was reported to be "tired."

Manufacturer narrative:
The suspect device has been disposed by the complainant; therefore, a device evaluation will not be performed. The relationship between the device and the event is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database was conducted; five additional complaints have been recorded for the same lot as the suspect device. The june 2007 15-month resolution clipping device product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. See associated medwatch reports 6000048-2007-00257 & 6000048-2007-00260.